Event description:
A surgeon reported an intraocular lens (iol) rotated off-axis following implant surgery. Additional information was received from a surgical coordinator indicating the lens was repositioned in a secondary procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. (B)(4).